Event description:
The customer reportedly obtained results of 509 mg/dl and 225 mg/dl within 10 minutes on the accu-chek advantage system. The customer took extra insulin based on the readings. Six hours and thirty-five minutes later he became hypoglycemic. He self-treated by eating a banana and felt better 10 minutes later. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.